Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when the catheter was inserted, the metal guide was wrapped around the clavicle. The guide kinked. A scan was used to remove the device using another catheter to round the guide. Patient consequence - pain and stress. No patient injury reported.

Manufacturer narrative:
(B)(4). The customer returned a guide wire for evaluation. The guide wire was bent at 1 and 4cm from the j-bend and twisted/kinked 10cm from the j-bend. There were additional bends and kinks from the 10cm mark to the 30cm mark on the guide wire. The outer diameter of the guide wire was measured and found to be within specification. The exact length of the guide wire could not be measured due to the severe kinking, but it measured an approximate length of 68.1cm, which is within specification. A manual tug test confirmed that both welds were intact. The lot number was not reported by the customer; therefore, sales history records for the most recent lot sold to the customer prior to the event were reviewed and there were no relevant findings. The instructions for use ((B)(4)) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked and bent in multiple locations, including a twist and severe kink 10cm from the distal end. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that when the catheter was inserted, the metal guide was wrapped around the clavicle. The guide kinked. A scan was used to remove the device using another catheter to round the guide. Patient consequence - pain and stress. No patient injury reported.